Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized. The patient was unavailable to speak at that time. The patient contacted animas on (B)(6) 2012 reporting being hospitalized in diabetic ketoacidosis. The patient reported also being diagnosed with the flu during the hospitalization. The patient reported having a blood glucose of 23 mmol/l with vomiting and severe tachycardia related to illness. The patient reported that the pump had emitted a call service alarm which the patient was unable to respond to related to being ill; the patient reported being too sick to reach out for help and was unable to figure out how to clear the alarm. The patient confirmed that the pump settings were programmed correctly. The patient reported that the physician at the hospital suggested resuming insulin pump therapy to better manage the patient's blood glucose during the hospitalization. The patient stated that there was no implication of the pump in the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the indication that the patient was unclear how to clear a call service alarm which may have contributed to the patient's blood glucose excursion.